Manufacturer narrative:
There is more information on the device evaluation. Due diligence was executed for this event with no response by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. The connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, the user likely either applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. Leaving the connecting tube connected all the time may affect attachment/detachment of connector as well. The instructions for use includes the following statements: user can detect the event by inspecting equipment in accordance with the following IFU. Chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector: the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
While on site for the service for grey connector replacement, the fse observed that the connector gu was unscrewed, with spring and plunger missing. Fse installed new connector gu assembly per manufacture specification. Fse tested the device; device was working correctly. Fse also performed an electrical safety. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer called in for a quote for grey connector replacement of their device and approved a field service engineer (fse) onsite service call. There is no patient involvement. While on site for the service, the fse observed that the connector gu was unscrewed, with spring and plunger missing. This medwatch is being submitted for the reportable issue of the unscrewed connector gu, with the spring and plunger missing noted during the service visit.